Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a vein antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.